Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent insertion of tvt, cystoscopy, anterior and posterior repair due to cystocele, rectocele, occult sui . A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Additionally, on (B)(6) 2006, mesh was implanted due to cystocele, rectocele and occult stress urinary incontinence with concurrent insertion of mesh, cystoscopy and anterior and posterior repair. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it was created in error.